Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2017 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. Evaluation also revealed that the battery cap was difficult to remove and insert due to stripped battery caps threads. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed multiple cracks in the battery compartment. Evaluation also revealed that the battery cap was difficult to remove and insert due to stripped battery caps threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/07/2017.